Manufacturer narrative:
Date rec'd by MFR: 22jul2019. Additional information has been received that the ventilator was not being used on a patient at the time that the reported problem was discovered. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse calibrated the touchscreen and the problem was resolved. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/19/2019.

Event description:
The customer reported that the ventilator's touchscreen was unresponsive/insensitive. The ventilator was being used on a patient at the time that the problem was discovered; however, there was no patient harm.